Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2015 with the following findings: a visual inspection of the pump, revealed a crack in the battery compartment. There was moisture observed in the display. During investigation, the pump powered on with a blank display. A leak test was performed and confirmed a leak at the battery compartment and damaged audio bolus button. Further testing was not able to be performed due to the blank display. The pump case was opened and moisture damage was found on the printed circuit board. Unrelated the complaint, investigation revealed the audio bolus button was punctured.